Event description:
Info received states that pump's door platen is bent.

Manufacturer narrative:
Impact: platen bent is the cause of the failed volumetric and 440 psi tests. Replaced platen assembly.